Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her infusion set tubing snapped right above the connecter piece while she was sleeping about a week before this report. Her blood glucose level was 300 mg/dl at the time of this event. She did not notice any damage when the package was first opened. She successfully changed out infusion set and resumed insulin on pump. No further information available.